Event description:
The device was explanted on (B)(6) 2020. Per device explantation report, the reason for explantation was due to affected channels.

Manufacturer narrative:
Investigation results lead to the conclusion that likely the device failed due to damage of the reference electrode. The pattern of damage seems typical for having been caused by continuous movements of the reference electrode. Further one electrode contact migrated post-operatively out of cochlea. The problems given in the recipient report match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted on (B)(6) 2020. Per device explantation report, the reason for explantation was due to affected channels.